Event description:
Patient reports warm sensation in or around the ins pocket during recharging. Recommended adding additional spacer and using a belt. Caller reports she had surgical lead re-position done (B)(6) 2012, reports since then, when she charges, she would feel the inside ins pocket hot. Reports about 15-20 minutes into charging she cannot continue charging any longer and has to stop. Reports her site looks red after charging, no blister. Rep reports the site looks good now, no redness nor blister seen. Patient reports when she charges, she sites up holding the recharger and sometimes she leans back on a pillow. Reports she never seen a temperature screen on her recharger. The call was about diagnostics/impedances. We discussed items and issues with regard to impedance: reviewed current impedance measurements are normal. Caller reports patient has great stimulation coverage. Reports on her 8840 interrogation, it shows today she charged 0.7 hours 75% yesterday 0.2 hours and 75%. And 0.2 hours and 50%. Additional information reported that the recharge belt ¿doesn¿t stay tight.¿ it was reported that when the patient goes to charge her battery "it¿s like her battery being on fire.¿ were there any diagnostics performed (impedance testing, x-rays, reprogramming) on the device and if so what was the date/results? Impedance test was normal. Were any malfunctions seen or cause of issue determined? No. Were any interventions taken or planned and on what date? No. Outcome¿how is the patient doing now, are they receiving effective therapy? Pt is doing fine and I have not heard back from her.

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger (B)(4).